Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016 the receiver would not turn on. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver data logs were downloaded and reviewed, finding a screen error alarm, in addition to a hardware error. Based on the finding of screen error alarm this is being reported. The complaint was confirmed. The root cause was determined to be a bad receiver battery.